Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with following pre-op diagnosis: herniated disk right l5-s1. Internal disk derangement l5-s1. Patient underwent following procedure: bilateral laminectomy l5-s1. Excision of herniated disk right l5-s1. Transforaminal lumbar interbody fusion l5-s1. Cage l5-s1 peek cage . Bilateral lateral fusion l5-s1. Segmental spinal instrumentation l5-s1, legacy. Local bone graft , bmp. As per op-notes: lumbar laminectomy undertaken bilaterally at l5-s1. Medical facetectomy bilaterally at l5-s1 with osteotome. Foraminotomy over s1 nerve roots bilaterally. Dissection into canal on right side of l5-s1 identified a contained disk herniation at l5-s1 on right side. Complete discectomy was under taken at l5-s1, trial of 10mm was used but 12mm one fitted better. A 12mm x 22mm x 10mm wide cage was packed with bmp and impacted into disk space at l5-s1. No evidence of herniated disk was there on left side at l5-s1. Pedicle screws were placed at l5 and s1. Bmp and local bone graft was placed bilaterally at l5-s1. X-rays showed excellent placement of screws at l5-s1 bilaterally. Additional bone graft was placed in gutters bilaterally at l5-s1. Rods were placed followed by compression over disk space at l5-s1. Patient tolerated the procedure well. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.